Event description:
Home pt reports one carton of mini-cap disconnect caps in which, they noted excessive moisture in the foil overpouch. The home pt describes the moistyre as clear droplets. Nothing unusual was noted with the foil overpouch. The sponge was noted to be wet with iodine. No pt injury or medical intervention was associated with this incident per the home pt.